Event description:
Per user facility medwatch (B)(4), during a left colectomy procedure, upon chart review, it was discovered that the eea device would not lock and could not be fired. The shaft of the eea device was changed and the device functioned properly. Further resection was required due to damage by the first eea device. There was no patient consequence. Additional information being requested.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. (B)(4). Device not being returned. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.